Event description:
While the unit was in use on a pt, the motor would not run. They also observed that the green led on the motor controller board was not lit. The pt was switched to another unit and therapy was continued. No pt injury was reported.